Manufacturer narrative:
Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the catheter shaft was kinked 20cm and 126cm from the proximal of the hub. The catheter distal shaft was bent and the catheter hub was intact. During the functional inspection a 0.023" pin gauge was verified to meet the catheter shaft when inserted into the catheter hub. The catheter was flushed and an attempt to advance the 0.0158" patency mandrel was made; however, the patency mandrel would only advance 5cm from the proximal of the hub. An attempt to advance the patency mandrel distally but was unable to advance when the proximal section was met. The catheter shaft was cut at 5cm from proximal of the hub and a coil was removed, there was procedural fluid on the coil and there was material which appeared to be ptfe (polytetrafluoroethylene) wrapped around the coil. The coil was damaged and detached. The coil was stretched. The distal ball was intact. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event was confirmed based on analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use, continuous flush was maintained throughout the clinical procedure and the patients anatomy was severely tortuous. Aca aneurysm embolization case. Punctured through right femoral artery. Used non-stryker multifunction catheter to bring long sheath to reach ica and then used slim guidewire to bring 6f-115cm middle catheter to reach ica c4. Used the guidewire to bring the catheter to reach the lumen of aneurysm and then flushed and delivered a coil. During delivery the coil got stuck at the position near detachment point and could not be advanced into microcatheter. Replaced it with another coil to deliver successfully, but when it reached 10cm from tip of microcatheter, it could not be advanced any more. The operator tried to withdraw it but still felt very hard. Then the operator withdrew catheter and coil together and used a non-stryker microcatheter and coil to finish the procedure. A coil was returned detached inside the subject microcatheter shaft. The patency mandrel was advanced distally in order to locate the coil. The microcatheter was cut in order to retrieve the coil. Once removed it was noted that the coil was manually detached the coil was covered with what appeared to be a layer of ptfe from the inner lumen of the sl-10. The coil was observed to be damaged and stretched. It is likely the ptfe inner layer was damaged when resistance was felt advancing the coil in the catheter shaft. The catheter shaft was found to be kinked in multiple arears. The coil was found to be deformed during analysis which could have contributed to the event. The as reported damage of catheter, difficulty advancing coil as well as the analyzed finding of catheter shaft kinked/bent, catheter shaft block/occluded and catheter ptfe inner lining peeling will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The device was returned for analysis and the investigation of the device revealed that the catheter (subject device) ptfe (polytetrafluoroethylene) inner lining coating was found occluding the shaft. No clinical consequences were reported to the patient due to this event.